Event description:
It was reported that the tone was not audible. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator. At the start of the procedure, the tone was active; however during the procedure, the tone turned off. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: during investigation at stellartech research corporation, the device passed power-on self-test (post), rf on test, and all performance criteria of the final test procedure. Additional environmental stress testing of the device was performed at high and low temperature and high and low voltage margin while monitoring the rf measurements and rf audio tone. No problem was found with the device. The top enclosure of the device was removed and a visual inspection was performed with no defects found. During the investigation, the device did not exhibit any malfunction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the tone was not audible. The patient was undergoing radiofrequency ablation (rfa) in an unspecified location with a rf3000 radiofrequency generator. At the start of the procedure, the tone was active; however during the procedure, the tone turned off. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).